Manufacturer narrative:
The stylette returned loaded in the inner lumen. There was no resistance removing the stylette. Kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the first distal stent wrap with struts raised. The distal shaft was kinked 6.2cm and 7.0cm proximal to the distal tip. There was slight deformation to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to implant a resolute integrity drug eluting stent. The lesion was reported to be mildly calcified with no tortuosity. No damage was noted to packaging, i.e. Shelf carton, hoop/tray. No issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. It was reported that the stent could not pass through the lesion due to the calcific structure of the lesion. It was also reported that the device did not pass through a previously-deployed stent, no resistance encountered when advancing the device and no excessive force used during delivery. The physician believes that the event was procedural related and not device related. The procedure was completed using a resolute integrity device. No patient injury reported. Analysis of the returned device identified stent damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.